Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that "there have been times where I feel like my skin is heating up" due to their implantable cardiac monitor (icm). Follow-up was conducted to obtain information on the patient and whether the episode was related to the patient's icm. Follow-up determined that the patient had had a device check after the event date. The clinic reported that the device was functioning normally in regards to the patient's reported symptoms; however, records documented that there were some episodes of oversensing due to noise. The icm remains in use. No further patient complications have been reported as a result of this event.